Event description:
Additional information received noted that the atrial lead explanted and replaced (B)(6) feb 2023.

Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external abrasion due to friction to the device can. The cause of the reported event of oversensing was isolated to the external abrasion consistent with friction to device can.

Event description:
Related manufacture reference number: 2017865-2023-10896. It was reported that the patient presented during clinic follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition and the right ventricular lead had fractured. Both lead were capped and replaced on (B)(6)2023. The patient was in stable condition.